Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had low and high blood glucose level. Customer's low blood glucose level was 40 mg/dl at the time of incident. Customer also had low blood glucose level in the range of 50 mg/dl to 60 mg/dl during the night. Customer declined troubleshooting for high and low blood glucose level. Customer treated low blood glucose with some cookies. Customer's current blood glucose was 176 mg/dl. Customer reported insulin pump had cracked on the battery compartment. The insulin pump will not be returned for analysis.